Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an rt340 adult breathing circuit failed the leak test on a servo-I ventilator. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in new zealand for evaluation. The circuit was visually inspected, pressure tested and immersed in a water bath to check for leak. Results: the pressure test result revealed that the circuit was out of specification. The water bath test showed that the leak was through the patient end connector on the expiratory (evaqua) limb. Visual inspection revealed that the evaqua tubing was incorrectly assembled to the patient end connector. A lot check could not be performed as no lot information was provided. Conclusion: the observed leak was caused by the tube not being correctly assembled to patient end connector such that the glue did not form a permanent seal after release for distribution. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. (B)(4). The hospital staff correctly checked the rt340 breathing circuit for leak before patient use, which is in line with our user instructions.